Event description:
It was reported when using the bd pyxis medstation es system was showing error messages when user pulling medication to patient and the removals were not recorded. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the database random access memory exceeds 10 gigabytes. The technical support specialist applied ka 000008250 "checking db version for express or standard - received alert or case regarding station db size reaching 10gb limit" to resolve. The system functioned as intended after the technical support specialist investigated the device.